Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and the lcd module was replaced to remedy the problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device's screen turned completely white with lines and was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.